Manufacturer narrative:
Results: yielded jaws. Evaluation summary: the analysis results confirmed that the jaws had become misaligned/yielded causing the clips to be scissored/ejected and making the instrument non-functional. Although it is not possible to conclude how the circumstances occurred, it is known from the history of the instrument that when the jaws close on a hard object (not original design intent), the induced elongation in the component will exceed the material's elastic zone (compression/tensile stresses induced on the jaws are higher than its yield strength), hence the jaw width will not return ot its original dimensions/position after completion of fire out. In addition as per the instructions for use "never fire the instrument over another clip or instrument. Firing the instrument in this manner may distort or yield the instrument jaws, which can cause the instrument to "spit" clips."

Event description:
It was reported that the device was used during a laparoscopic cholecystectomy, the instrument stuck when the doctor was going to use it. The doctor used another device to complete the case. There were no adverse consequences to the patient.